Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water could not be injected into the balloon during pretest.

Manufacturer narrative:
The reported event was unconfirmed, as the problem could not be reproduced. Received 1 opened silicone catheter for evaluation. The visual inspection noted no obvious defects were observed along the catheter. The notch was completely perforated. The returned sample was inflated with air and deflated without problems. The catheter balloon was then inflated with 10cc of a mix of tap water and blue methylene using a syringe. The catheter was then deflated without difficulty by itself using a syringe. No occlusion and/or leaks were found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water, do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that water could not be injected into the balloon during pretest.